Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The blood glucose reading was 605 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the bolus history and appears that there were several duration of times with no boluses. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. The customer's recent glucose reading was 162 mg/dl, and he was treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.